Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any furthe r relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09032. Promus element plus clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization which revealed 3 target lesions. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the first right posterolateral segment (rpl) with 70% stenosis and was 15mm long with a reference vessel diameter of 2.75mm. The lesion was treated with direct stent placement using a 2.75mmx16mm promus element¿ plus stent resulting in 0% residual stenosis. Target lesion #2 was an 80% in-stent restenosis (isr) of unknown drug eluting stent (des) located in the mid right coronary artery (rca) and was 20mm long with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx28mm promus element¿ plus stent, resulting in 0% residual stenosis. Target lesion #3 was an 80% isr of unknown des located in the proximal rca and was 30mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx16mm promus element¿ plus stent which was deployed in an overlapping manner with the previously placed study stent in mid rca. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the emergency department with complaints of radiating substernal chest pain associated with nausea, cough, diaphoresis and shortness of breath. Patient's electrocardiogram revealed sinus bradycardia, right bundle branch block (bbb) with no acute st-t wave segment changes and possible inferior infarct. Three days from the onset of symptoms, patient's coronary angiography revealed patent 2.75mmx16mm promus element¿ plus stent in rpl; 70-80% isr of the previously placed 3.00mmx28mm promus element¿ plus stent in mid rca and 20% isr of the 3.00mmx16mm promus element¿ plus stent in proximal rca. The physician then treated the lesions with pre-dilatation and placement of a 3.0mmx12mm non-bsc des. A 3.0x8mm nc quantum apex balloon catheter was used for post-dilatation, however, the balloon was not able to pass beyond the proximal bend of the rca. The nc quantum apex balloon catheter was then exchanged with a 3x12mm and 3.5x9mm non-bsc balloon catheters. Following post-dilatation, residual stenosis was 20%. One day later, patient's cardiac enzyme levels were noted to be elevated. Three days post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.